Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the insertable cardiac monitor (icm) failed to flag certain critical cardiac episodes. No intervention was performed. The patient's condition is unknown.